Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Baxter product surveillance contacted the home patient on (B)(6) 2011 regarding an incident on his homechoice which caused him to have to start over with new supplies. He stated that he started over with new supplies, and when he woke up in the morning there was air in the drain line of the new set. He stated that he did not feel any discomfort or pain, and did not notice anything unusual about his supplies that might have caused the problem. There were no adverse effects reported in relation to this incident. There was patient involvement, but no medical intervention or serious injury was reported.

Manufacturer narrative:
(B)(4). This complaint for a report of air in tubing (without alarm) was not confirmed. The root cause was "undetermined." Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.